Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger, product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-may-11, information was received from a patient (pt) regarding their external devices. The reason for call was the pt reported system problem: rm05 chronically. Pt stated they've been having problems for a while now but had been really busy and unable to contact patient services (pss). Pt described issue happening intermittently for a couple of weeks (3-5 weeks) which they can resolve temporarily by popping out li battery pack (bp) 2-3 times during a session to be able to continue charging neurostimulator battery (ins). Pt claimed they have been unable to use it for the past week; patient services (pss) confirmed pt was referring to devices not working to recharge their ins which is now depleted. While collecting device model/serial numbers, pss had pt reset the controller (ptm) and inspect device components. Nothing unusual or visible damage was detected. Pt described at times while charging the ins when the battery reaches either 30 or 50% session will get interrupted with 'recharging needs attention' displaying on controller (ptm) and when then rm05 will appear after resetting ptm but then the battery levels will be higher than original percentage. Pss noted after pt mentioned previous replacements that ptm, bp <(>&<)> rtm had all be replaced over the past year. Current battery levels provided after reset: ptm 70%; ins in the red (recharging excellent) pt indicated seeing passive recharge (prm) and having to reposition antenna several times to make connection/communication with ins. Pt said they have to recharge the ins daily because it will be completely depleted by night. An email was sent to repair to replace both the intellis controller and the recharger. On 2023-05-11, additional information was received from the patient reporting problems w/ getting controller <(>&<)> recharging antenna (rtm) to connect right away to neurostimulator battery (ins) for telemetry communication. Pt indicated they were only able to feel the implanted battery partially beneath the skin / that it seems at an angle. Pt feels that the battery had moved a lot after being first implanted. Pt stated the battery implant site hurt a lot the first year after procedure and they could feel battery moving up <(>&<)> down. Pt said they were told by hcp this was normal. Pt implied this was causing issues with their controller reading that it can't find the device (ins) at times. The patient was redirected to their healthcare provider to further address the issue. Pt said they f/u with implanting surgeons nurse practitioner but would be changing healthcare provider (hcp) due to upcoming relocation to (B)(6).